Manufacturer narrative:
The pump was received with a blank display due to missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify no communication issue due to blank display. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump did not show the bolus given in pump history and no alarm received that bolus was not delivered. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.